Event description:
The reporter contacted the local service rep and informed him that the facility was named in a lawsuit and needed copies of the latest service records for their device. The lawsuit reportedly was related to an incident where the conbination electrodes did not adhere to the pt due to the pt's chest being wet from having vomited. No other details from the reported event were given.